Event description:
Patient with dysphagia was taken to endoscopy suite for dilation of esophagus using cre balloon. The alliance ii syringe inflating device malfunctioned. The pressure on the gauge remained at zero despite installing saline. The alliance ii syringe was removed. A new one was obtained and the pressure gauge worked and the procedure was completed successfully. No patient harm. After the procedure, the procedure rn reattempted to inflate the balloon outside of the patient with the faulty alliance syringe. Again, the pressure gauge did not read.